Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2022, it was reported by maude mw5153711 that the patient got into a car accident due to low sugar and lost consciousness while using their dexcom sensor. The malfunction of the dexcom device during the episode as not specified. Of note, the patient had been experiencing physical and emotional side effects attributed to medication use. There was no documentation of further medical evaluation or intervention. There was no patient information for follow up. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.